Event description:
Please compose an event description in the past tense using the following information. [It was reported that the user experienced hyperglycemia with a highest blood glucose of 308 mg/dl and a lowest in-range value of 111 mg/dl, with readings out of range for about five hours; the dexcom showed elevated glucose on waking, the pump and tubing showed no visible leakage, the initial infusion set cannula was not straight, and glucose continued to rise until a full supply change was performed, after which glucose trended down and returned to range; no ilet alerts occurred, and software was subsequently updated. Symptoms included no reported clinical symptoms. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included system checks, infusion site replacement, and user education and troubleshooting. Investigation of this case revealed no device malfunction detected and a likely infusion site or set issue given the non-straight cannula and resolution after full supply change, while the underlying cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.] The description should begin with ¿it was reported that,¿ exclude all names, dates, and time stamps, and end with the sentence: ¿the device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.¿

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.